Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into repair measures. Obviously, the biomedical engineering department could trace back the reboot to a worn internal battery. Dräger was asked to provide a repair quotation but the hospital decided to purchase a new battery from another supplier. Dräger concludes the following: 1. A reboot is the specified behavior to overcome errors/interrupts in the processing of sw routines that cannot be rectified by other measures. The device will briefly power off and back on, the user is alerted to the reboot by a corresponding alarm, and the airway system will be opened to ambient to allow spontaneous breathing. After a typical sequence of 12 seconds, the device will resume operation with previous settings if the reboot was successful. For the particular case, it can be concluded that the error condition was not persistent; the ventilation was resumed. 2. The primary energy source the device runs on is mains supply. To cover short periods of mains power losses or to enable a patient transport, the device is equipped with an internal battery. Since the internal battery serves as an important fail safe mechanism, the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery, the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. 3. The internal battery is subject to wear and tear and shall thus be inspected regularly; the recommended exchange interval is two years. The particular device was manufactured in 09/2018. The records maintained at dräger indicate that the identical device was involved in a similar event in 12/2022 (ufr # (B)(4) in consequence of which dräger replaced the internal battery due to damage by deep-discharge. Following from that, it can be concluded that the device was operated for 3 years with the last installed internal battery which is significantly longer than the recommended replacement interval. Dräger postulates that the reported event did not occur in single-fault condition. One contributing factor was lack of preventive maintenance, the other was use error in terms of failure to follow the instructions of the manufacturer. Before the battery reaches a state that leads to a reboot due to a failed shut-off test, the device posts a high-priority alarm after the pre-use check indicating that the battery is worn requiring replacement. The device can only be put into operation after the user acknowledged the alarm. The entries in the log file would demonstrate that the user had acknowledged the alarm already repeatedly during the weeks before the event. The log file was not provided to dräger but it is seen likely that the biomedical engineering department of the hospital identified the worn battery as the event's root cause based on these entries. Dräger cannot be held responsible for events that occur when repairs are made under use of spare parts with unknown provenience.

Event description:
It was reported to dräger that the device performed a reboot during use - this was reportedly noticed by the patient only and not by the staff. The event did not lead to health consequences for the patient.